Event description:
It was reported that a new ilet user experienced hyperglycemia with blood glucose above 300 mg/dl without symptoms, with visible drops on tubing testing and no observed leaks, kinks, air bubbles, or stopped-dosage notifications; glucose decreased to 273 mg/dl during the call and the user was advised to allow automated corrections to continue. Symptoms included no clinical manifestations reported. Outcomes included no emergency treatment, hospitalization, or long-term sequelae. Investigation included customer service troubleshooting and education regarding continued automated correction and confirmation of infusion pathway function via drop test. Investigation of this case revealed no device malfunction detected and no component anomaly observed, with the event consistent with hyperglycemia of unclear cause during early therapy. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.